Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records and images were provided for clinical assessment, and were reviewed by the medical director with the following impression: the procedure was performed outside the instructions for use compliance in report due to the iliac sizes (too small); that deviation from protocol resulted in iliac artery damage, and a cascading series of irreversible complications. There is no evidence of device malfunction identified in the review, or the investigation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
Angiogram - (B)(6) 2012. Computed tomography report- (B)(6) 2012. Operative report - (B)(6) 2012.

Event description:
It was reported that approximately 5 days post-implant of a bifurcated device, an infrarenal aortic extension, and a gore viabahn stent graft, the patient expired. Reportedly, bilateral cut downs were performed; patient was noted to have very small femoral and external iliac vessels (between 5 and 6 mm) and posterior calcific plaque on both common femoral arteries. The devices were introduced through the right common femoral artery after serial dilatations and implanted uneventfully. The left common femoral artery was used to assist with device deployment, via contralateral manipulation. Completion angiogram demonstrated no evidence of proximal or distal endoleak, with good flow of contrast down into the stent graft and also into the patient's paired right renal arteries; however, it was noted that no blood flow was present into the right external iliac artery, presumably due to the presence of a large sheath. The sheath was removed and good blood flow was observed. The guide wire was removed and the vessel was partially closed, when interruption in the arterial inflow was noted. Angiogram revealed dissection of the external iliac artery with contained extravasation. The physician gained access into the right limb of the common iliac artery stent graft and placed a gore viabahn stent graft, from the right common iliac artery down to the distal right external iliac artery, placing the internal iliac artery in-stent jail. Completion angiography demonstrated wide patency of the stent graft with no evidence of extravasation and good flow of contrast down into the distal external iliac artery. Additional imaging of the left common iliac artery was performed, there did not appear to be significant angulation between the distal left limb of the stent graft and the left common iliac artery to warrant additional stent graft placement. Prior to close the arteriotomy on the left groin side, the vessel was explored; no evidence of dissection was noted. The minimal back bleeding was identified from the deep femoral arteries. The patient's left popliteal and left superficial femoral arteries were totally occluded, proximal, mid and distal; the left anterior and posterior tibial arteries were distally-totally occluded. The arteriotomies were closed and at completion of the case, the patient was noted to have palpable right dorsalis pedis pulse. The patient was transferred to the intensive care unit in stable condition. In the next days, the patient had respiratory failure and developed cardiopulmonary arrest. The patient was aggressively resuscitated and was intubated. The patient was also noted to have acute kidney injury with academia and hyperkalemia, followed by nephrology. The patient was able to be extubated; however, on (B)(6) 2012 she was found to have evidence of left lower extremity ischemia. An arterial duplex showed moderately severe damping of the left common femoral artery, severe damping of the left popliteal. No pulse on left anterior tibial or posterior tibial arteries, and severe foot/calf hypotension near ischemic levels. The patient was started on argatroban, and the vascular surgeon explained to the family the patient diagnosis and limited treatment options available. The family decided on comfort care only. The patient was placed on a morphine infusion and comfort measures were implemented. The patient passed away with the family in attendance. Additional note: patient had asymptomatic 6cm abdominal aortic infrarenal aneurysm. Patient expired on (B)(6) 2012.